Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the impedance had dramatically risen over the last two years. An increase in capture threshold was also noted. The lead was capped.